Event description:
It was reported that the patient experienced hernias coincident with peritoneal dialysis (pd) therapy, which contributed to them feeling pain and discomfort. The patient believed that the hernia was caused by the weakening of the wall of the peritoneum due to the process of doing pd therapy. There was no treatment information provided for the hernias. The patient has not yet recovered from the reported event. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4) - the date of the reported event was unknown, but was reported to have occurred 2 or 3 months prior to this report. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown, therefore, a device analysis, device history review, and service history review cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient reported they were hospitalized on (B)(6) 2014 for the hernia events (confirmed events as previously reported). The cause of the hernia events was reported as ¿pressure¿. The patient is still awaiting ¿operation¿ for the hernia events and remains not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the event of hernias has worsened as they have become more sore and larger. The patient has seen a surgeon, but the date for the hernia operation was not yet scheduled. At the time of this report, the patient was not yet recovered and the event of the hernia was ongoing. No additional information is available. The patient stopped automated peritoneal dialysis (apd) and started continuous ambulatory peritoneal dialysis (capd). Should additional relevant information become available, a supplemental report will be submitted.